Event description:
A customer stated, "one unit of eva tpn bag 3l had a leak in lipid chamber near separator bar of exactamix bag. The issue was observed by the technician while pumping lipids and informed the pharmacist. The bag was rejected and was not sent to the patient. The sample was not available." Given the leak was identified at the time of filling at the pharmacy, no patient involvement was reported. No additional information is available.

Manufacturer narrative:
The sample reported with leaking was discarded by the end user. The event was identified by the filling pharmacy at the time of product compounding and no patient involvement was reported. Photographs of the sample were made available and what appears to be a puncture was identified. Should additional relevant information become available, a supplemental report will be provided.